Event description:
Customer reported that he has been hospitalized two times in a week due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was 20 mg/dl. Customer stated that his insulin pump had multiple alarms including motor error alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.